Manufacturer narrative:
It was reported that the senor broke into two pieces during the removal procedure. Only one part of the sensor was removed, which was discarded at the clinic. Another case (MFR report # 3009862700-2024-00821) was created to document the inability to remove the remaining piece of the broken sensor. The remaining piece was eventually removed on (B)(6) 2024, and the user was doing fine after the removal procedure. The breakage was most likely due to excessive force applied by the removal clamps or grabbing an extremity of the sensor. In some cases, the user's tissue may encapsulate the sensor, making it difficult to remove. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage is a known and anticipated potential adverse effect which does not require additional investigation. B4. Date of this report 02 july 2024. G3. Date received by the manufacturer? 01 august 2024.

Manufacturer narrative:
In an associated case (MFR report # 3009862700-2024-00821), the inability to remove one of the two fragments of the broken sensor during the first attempt was documented and reported. A second attempt was made to remove the second piece, it was successfully removed. The user was doing fine after the removal procedures.

Event description:
On june 24, 2024, senseonics was made aware of an incident where the user's sensor broke into two pieces during the removal procedure, and the hcp was unable to retrieve one of the fragments. The removed piece was discarded, and the other piece was still in the user's arm pending removal.